Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "anesthesia chiefs report that 3ml syringes have the caps falling off. It ended up with a needle stick at our bryn mawr campus." Additional information has been requested from the hospital.

Event description:
It was reported that: "anesthesia chiefs report that 3ml syringes have the caps falling off. It ended up with a needle stick at our bryn mawr campus." Additional information has been requested from the hospital.

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a potential lot number. A device history record review was performed on the injection needle and syringe with no relevant findings. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.